Manufacturer narrative:
The reported event was patient death. The device was received in normal range of operation. Final analysis did not find any anomalies.

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown. No further information is available.